Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported condition. Due to receiving only photos for analysis and not the actual sample, there was not enough information for the analysis to neither refute nor confirm the reported problem. Should additional relevant information become available, a supplemental report will be submitted.